Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm volux¿, in the cheeks with juvéderm voluma® xc, and in the lips with juvéderm volbella® xc. Eight days post injections, patient experienced redness, swelling, and infected injection sites where patient was recently injected with volux¿. Three days later, patient had the area drained and again 3 days later. Patient is on second round of antibiotics. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00488 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2023-00489 (abbvie complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm volux¿.